Manufacturer narrative:
After further review is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: during the training, customer found an increased carryover and sample in the water tube under the sit. Sit flush and sit flush suction work perfectly. No false results or damage - the problem arose during equipment training.

Manufacturer narrative:
Initial reporter phone #: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric" carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: during the training, customer found an increased carryover and sample in the water tube under the sit. Sit flush and sit flush suction work perfectly. No false results or damage - the problem arose during equipment training.